Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) called the customer and the customer advised that the ac transport power supply was installed in slot 2 instead of the battery; this resulted in battery slot 2 indicating the battery was unusable. The customer advised the issue was resolved and service was not needed. The stm advised the customer to contact getinge tech support with any additional concerns regarding the iabp in this event. The iabp was cleared for clinical use.

Event description:
It was reported that the battery bay 2 of the cardiosave intra-aortic balloon pump (iabp) has a battery unusable indicator. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.